Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure, the force bipolar instrument blades lock and cannot be continued, must change instruments. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in all three events, the jaws were not stuck on tissue. The release key was not used, and the instrument was simply removed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.